Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the day after the event onset, the patient was hospitalized. Also that same day, the patient started treatment with injection vancomycin (1g; route, frequency, and duration not reported) and injection fortum (1g in night bag daily; route and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the vancomycin and fortum remain ongoing and the patient is recovering. No additional information is available.